Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that three (3) cannulas were faulty and disassembled during a procedure. As per the report, the units are broken at the connection between the catheter and the teflon, causing unnecessary punctures to newborns as the events took place at the neonatology ward. There was patient involvement and there was no reported harm.